Event description:
It was reported that this pacemaker system was exhibiting right ventricular (rv) lead impedance measurements above 3000 ohms and triggered a lead safety switch (lss). A previous out of range alert had been exhibited a couple of years ago. In addition, noise was noted. The patient with this pacemaker system was sent to the emergency room due to a ventricular tachycardia (vt). This pacemaker system remains in service. No adverse patient effects were reported.